Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Device history record review revealed nothing relevant to this event. The failure mode could not be determined but the broken needle point condition is consistent with passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitnol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating part (instrument) was not returned or identified. Confirmed the needle strip thickness and width dimensions to be within specification. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a left shoulder rcr procedure, the tip of the scorpion needle broke off while the surgeon was passing the fibertape through the patient's rotator cuff. The tip of the needle was embedded into the cuff and was unable to be retrieved. The case was completed with no other adverse effect to the patient. Patient is a male, age (B)(6). Follow-up investigation: lot number of the mating part is unknown. Needle was not dry-fired/ deployed prior to use in surgery. Approximately three passes of the needle were attempted prior to discovering the broken needle tip. Scorpion jaws were securely clamped on the tissue during suture passing. The needle did not hit bone or the inside of the cannula. A different multifire scorpion needle was used to complete the procedure. No x-ray was taken to locate needle tip. Broken remaining portion of needle is being returned for evaluation.

Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not yet returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a left shoulder rcr procedure, the tip of the scorpion needle broke off while the surgeon was passing the fibertape through the patient's rotator cuff. The tip of the needle was embedded into the cuff and was unable to be retrieved. The case was completed with no other adverse effect to the patient. Patient is a male, (B)(6). Follow-up investigation: lot number of the mating part is unknown. Needle was not dry-fired/deployed prior to use in surgery. Approximately three passes of the needle were attempted prior to discovering the broken needle tip. Scorpion jaws were securely clamped on the tissue during suture passing. The needle did not hit bone or the inside of the cannula. A different multifire scorpion needle was used to complete the procedure. No x-ray was taken to locate needle tip. Broken remaining portion of needle is being returned for evaluation.